Event description:
According to the reporter: prior to applying, black button broke off. A new device was opened. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).